Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 4/17/2017 with the following findings: the black box and alarm history showed a cs 075 motor timeout error-delivery alarm. The pump was exercised for 24 hours with no motor timeout error-delivery alarms occurring therefore the initial complaint was not duplicated. During visual inspection of the pump, it was observed that the battery compartment and the returned battery cap were undamaged and able to fit securely to the pump. There was no debris found in the cartridge compartment. The pump was opened and there was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that there was a call service 075 alarm. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.